Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead safety switch was triggered and the device was reprogrammed.